Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure. On post operative day one (pod 1), the valve migrated towards the right ventricle. Pod two (2), the patient underwent tv replacement. The patient is recovering from the surgery, and the right ventricle function was reduced. Due to borderline oversizing, patient was already in the hospital to optimize volume status. On the procedure day there were no concerns about oversizing. During the index procedure, leaflet capture was confirmed on each anchor during the anchor spin. Prior to final valve release, the anchors were at the hinge points of the annulus.